Event description:
Pharmacist reported a patient with right side "small visible adenopathies¿, ¿small visible lymphadenopathy¿, ¿burning sensations", "pain submammary¿, and the breasts were hard. The device has been explanted with a capsulectomy.

Manufacturer narrative:
Clarification to d6a: 1999 (only year received). Laboratory analysis summary: the device related to the reported event of lymphadenopathy/ visibility/palpability/pain/breast pain was received on (B)(6) 2024, with lot number 53625. Based on the product analysis performed, the assessments of the complaints are: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 9/17/2024.

Event description:
Pharmacist reported that patient had right side small visible adenopathies with ¿burning sensations and pain submammary¿, and the breasts were hard. The device has been explanted with a capsulectomy.

Event description:
Pharmacist reported that patient had right side small visible adenopathies with ¿burning sensations and pain submammary¿, and the breasts were hard. The device has been explanted with a capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d6a.

Event description:
Pharmacist reported that patient had right side small visible adenopathies with ¿burning sensations and pain submammary¿, and the breasts were hard. The device has been explanted with a capsulectomy.